Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical germany. The customer's report was verified and attributed to the ECG board. However, the customer declined the recommended repair of the device. The device was returned to the customer unrepaired, labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.